Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range pace impedance measurements as evidenced by an alert in the remote patient monitoring system. It was noted that at the last occurrence the patient presented to the clinic for review and measurements were found to be within normal limits. Boston scientific technical services' (ts) review of data stored to the remote monitoring system found that impedance measurements and thresholds appeared stable and within range and no noise was observed on the presenting electrogram (egm). Ts suggested several methods for performing provocative maneuvers in clinic to assess the patient's lead/system in addition to considerations for continued monitoring. Subsequent provocation testing elicited a slight increase in pace impedances when the patient was on their left side though measurements returned to baseline. No noise was observed throughout testing. A chest x-ray was also obtained that showed the lead to remain in its original implanted position. The patient will continue to be monitored. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.